Event description:
One-quarter inch slice in outer labia and vaginal abrasion from tissue caught between the "petals" of the top of the plastic applicator. Has occurred with previous use of this product from other lots but never to this severity.